Event description:
It was reported that when the product was removed from its packaging, the surgeon found a crack in the autoincisor handle. This occurred with three devices. The devices were not used and there were no adverse patient consequences as a result.

Manufacturer narrative:
Date sent to the FDA: 06/13/2006. F-10 patient code: 2199-labeled. F-10 device code: 1069-not labeled. H-6 conclusion code 67: the return of the product upon which this medwatch is based is anticipated. If any further information is received or derived from an evaluation, a supplemental 3500a form will be submitted.